Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) gastrointestinal/pelvic floor. It was reported by the patient that the ins were not doing what it was supposed to be doing. The patient called and stated he wanted to set up an appointment with whoever could help him fix it. The patient stated the ins never worked. When asked to clarify, the patient stated, "it don't work". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient called to get a replacement part.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.